Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se after a diagnostic peripheral procedure using a 6f sheath. Reportedly, after aborting the procedure due to difficulties, a starclose se device was used for closure. When applying gentle traction to advance the thumb advancer, the device retracted and sprung outside the anatomy. The clip was deployed on the table and not in the patient. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9/h3 - device available for eval updated from 'yes' to 'no'.